Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty procedure. A pinnacle device with an ultamet liner was implanted in place of my right hip. Soon after surgery, I began experiencing pain and difficulty with my implant. I returned to my doctor in (B)(6) 2009, who noted that the hip replacement had completely disabled me. I was found to have metal debris surrounding my hip area and had developed a pseudotumor. A hip revision was required on (B)(6) 2009, and subsequently, I underwent surgery to remove the hardware completely on (B)(6) 2010. I now find myself in constant pain and immobile w/o the use of a cane or walker. I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting for periods of time, walking, standing, or sitting. Reason for use: degenerative joint disease right hip.